Manufacturer narrative:
D10 concomitant products: cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36, (lot #a4e2187y) cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36, (lot #a4e2187y) cl-925, cl-925 polysorb* 1 vio 90cm gs21 x36, (lot #a4e2187y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the four sutures broke. The surgeon passed the first point normally, then knotted it and cut it when the user wanted to pass the second point. The doctor tear off the needle and can only bear to pass one stitch, and when the doctor wanted to do another, the needle came out.